Event description:
It was reported on (B)(6) 2016 that the patient was having an increase in seizures as well as claimed that the magnet was not aborting seizures as well. This began on (B)(6) 2015. The patient was last seen in (B)(6) and at that time his output current was 1.25 ma and diagnostics were fine. The neurologist was not aware of the increase in seizures so scheduled the patient to titrate the vns device. The patient was scheduled to see his neurologist in (B)(6) but then rescheduled for (B)(6) so no relevant information is available to assess the patient's seizures.